Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-14 crts 3379080 (con): a consumer reported the device was put in the wrong place so it was moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.